Manufacturer narrative:
Lumenis investigated the reported event. The foreign facility had reported that at the start of a procedure of procedure in which a lumenis versapulse powersuite 60w laser system was being utilitzed, the system would not start. A local hospital service engineer examined the device and replaced the fuses of the ac control board. After reconfirming it's operation, the engineer returned the system to the facility in working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 19-jul-2015 and installed at the customer's site on (B)(6) 2015. A review of historical product complaints from the past two years shows that the same malfunction of fuse failure has not led to serious injury. A review of system risk files (B)(4) revealed risk #2.13; system failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition. It is uncertain how the procedure was completed and if the user facility had to use an alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop doc no. (B)(4) and per post marketing surveillance procedure doc no. (B)(4).

Event description:
Lumenis received a foreign user facility submitted cfda report (B)(4) on 11-oct-2019 regarding an event that allegedly happened on the (B)(6) 2019. At the start of a procedure of a laser lithotripsy for left ureter procedure in which a lumenis versapulse powersuite 60w laser system was being utilitzed, the system would not start. The user facility did not provide information on how the procedure was completed. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.